Event description:
The customer called to report a motor error alarm during a bolus delivery. The customer then stated that he was hospitalized for low blood glucose levels. The customer stated that he passed out and fell, hitting his head. During the hospitalization, the insulin pump was exposed to xray and CT scans. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.